Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper on a relion® insulin syringe separated from the plunger.

Event description:
It was reported that the stopper on a relion® insulin syringe separated from the plunger.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for stopper separates and barrel flanges broken on lot # 7345602. A review of the device history record was completed for batch# 7345602. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications that did not pertain to the complaint. Investigation conclusion: the returned syringe was examined and exhibited the stopper separated from the plunger rod. No damage to the plunger rod was observed. Also, no defects were observed on the barrel flanges. Sample was forwarded to manufacturing (holdrege) on 04jan2019 for further review. On 04jan2019, holdrege received one (1) loose 0.5ml, 8mm syringe from reported batch number 7345602. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The plunger rod/stopper were reassembled within the syringe barrel and cycle testing (exercising of the plunger rod within the device, simulating normal use of the syringe) was attempted. It was noted that significant force was necessary to move the plunger rod/stopper during this testing. Additionally, the plunger rod/stopper were disassembled from the remainder of the device and no deformations of the stopper were observed. The stopper was noted to be dry at the time of this evaluation. Root cause description: probable root cause is insufficient lubrication within the syringe barrel and/or on the stopper during assembly of this product. Rationale: based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper on a relion insulin syringe separated from the plunger.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7345602. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper separates and barrel flanges broken on lot # 7345602. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.